Event description:
It is reported that a customer received a battery out alarm on their insulin pump. The patient's blood glucose level was at 50 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the customer's questions about the pump and the alarm they received after changing the batteries. The customer was told that the alarm was normal pump behavior. The insulin pump works as designed. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.